Manufacturer narrative:
The device was returned without any damage and passed all functional tests.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00868. It was reported that the patient had a granuloma at the lead implant site. Biopsy of the site confirmed infection. In turn, surgical intervention was undertaken on (B)(6) 2020, wherein the entire scs system was explanted.